Event description:
During an incident in 2001, involving a pt in cardiac arrest, this defibrillator analyzed a treatable rhythm and charged to shock but when the shock button was pressed, shut off, failing to deliver the shock. The battery was replaced but again the unit shut off when the shock button was pressed, failing to deliver a shock. Another crew arrived and took over pt care. The pt was transported to hosp where he was pronounced at the ER. Both batteries were checked later and the charger showed that they were both charged and operable (green light was on).